Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the cauterizing function of the vsp550 malfunctioned. As the team attempted to troubleshoot the device, smoke was noted from the handle of the device. The device was immediately detached and removed from the sterile field. A replacement vsp550 was used to complete the procedure. No known impact or consequence to pt. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).